Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was 527 mg/dl. The customer expressed nausea and abdominal pain as symptoms related to their high blood glucose. The customer treated the high blood glucose with a bolus, insulin pump therapy and manual injection. When attempting to deliver a bolus into the air, insulin would not exit the cannula. The customer subsequently performed a complete set change. While troubleshooting, the customer stated that the drive support cap appeared normal, that there were no air bubbles and that the insulin pump passed the high pressure test. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised that the insulin pump was working as designed. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.